Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) visual inspection/damage location details: the echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium implant coils 12mm and above should be delivered through a microcatheter with a minimum inside diameter of 0.020¿. Therefore, the echelon-10 micro catheter was found to be not compatible for use with the axium implant coils. The echelon-10 total length was measured to be ~155.2cm. The echelon-10 useable length was measured to be ~147.5cm. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be damaged at ~14.6cm from distal tip. The catheter body was found to be broken at distal tip. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal tip. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. It is possible the use of incompatible axium implant coils caused the catheter resistance and damage (kink/separated distal tip) to the echelon-10 micro catheters. Possible contributing factors of ¿catheter resistance¿ include the use of an incompatible device, severely tortuous patient anatomy, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two axium coils became stuck in echelon 10 microcatheters. The patient was undergoing treatment for aneurysm embolization. The patient's vessel tortuosity was moderate. The access vessel was 7f, which was 20g in diameter. It was reported that the coil could not be pushed out of the middle part of the echelon microcatheter. The catheter was replaced, and delivery was smooth after replacement. Another coil experienced resistance in the distal part of the second echelon 10 microcatheter. Delivery was smooth after this catheter was replaced as well. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a j&j sheath, j&j guide catheter, and stryker guidewire. Additional information was received. The coils did push out of the introducer sheath smoothly. There was no kink/damage to the coils or catheters observed after removal.